Event description:
The pt reported he is experiencing a burning/itching sensation at his ipg pocket site regardless of stimulation. The pt was advised to consult with the physician regarding the issue. No additional info is available at this time.

Manufacturer narrative:
Correction/removal reporting number: 1627487-07262012-002-r. This ipg serial number was included in field advisories. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.